Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Date of implant: unk. Date of explant: unk. Results: (operational problem): visual inspection of the returned product found the lens was torn and one haptic was missing. The lens was returned dry and there was traces of clear surgical residue. (B)(4).

Event description:
The reporter stated the surgeon implanted the aq2010v silicone three piece foldable lens +18.0 diopter and it was indicated the lens did not fold correctly. The lens was removed, and no patient injury was reported. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.